Manufacturer narrative:
.

Event description:
A reliant stent graft balloon catheter was used to seal a proximal endoleak with a valiant thoracic stent graft that was implanted in a pt with bovine thoracic aortic arch. The patient had a short (17 - 18 mm) aortic neck and when the stent graft was deployed it opened asymmetrically; however, when the deployment was complete the device was correctly oriented. Apparently, after the stent graft was deployed, it was placed more proximal than intended and it partially covered the innominate artery. The physician decided to use the reliant balloon in order to seal the device proximally due to an endoleak. It was reported the balloon performed as expected; however, there was a small type a dissection detected at the ivus and final angiography. The physician stated that, he thinks the dissection was created by the device and not the balloon, but he thinks the balloon may have exacerbated the dissection. The dissection started in the arch and the ascending aorta and did not extend into the valve. The balloon was not positioned past the bare spring. The patient underwent an open repair of the dissection, where after removal of some of the stent graft bare springs, a surgical graft was sewn into the stent graft in the aortic arch. No additional clinical sequelae were reported and the patient was reported to have done well. The balloon was not returned.